Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. Functional testing was performed. It was observed during evaluation that the device would repeatedly alarm without an error message. The reported problem was confirmed through a sample evaluation and the digital board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received an unknown system error during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three or four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined that the unknown alarm observed during sample analysis was a system error 2367 alarm. The cause of the alarm was a malfunctioning digital printed circuit board (pcb). The pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.